Event description:
Device was in place as a connector to cvvh. The dialysis machine alarmed "high venous pressure." While trouble shooting, rn found that the connector was the problem. Once changed, the line was able to be flushed.